Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed "no disposable". Alarm was silenced, and the site reviewed settings. Site clamped tubing and removed the cassette. The site noted small air bubbles, and the distributor instructed the site to massage tubing and tap cassette gently on a firm surface. The site reattached the cassette, and unclamped tubing and restarted the pump. Pump ran for a few seconds before the alarm returned. Troubleshooting steps were repeated, and the alarm returned when attempted to restart. The distributor assisted in clamping tubing and turning off the pump. Reservoir volume was 67.4ml, rate was 2ml/hour, and given was 24.6ml. There was a patient involved, and the patient was not affected.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.